Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch -suresmile aligners - patient experienced allergic reaction consisting of itching and hives. Patient took benadryl daily until aligner usage stopped. Patient is allergic to camamix which is a chemical commonly found in most plastics.